Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis verified the initial report, an error was found during boot-up and another error code was found in the error log. As a result the hard drive was reconfigured and the software was reloaded.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the programmer was booted up an error code was displayed and then after rebooting a different error code was displayed. The programmer was returned for servicing. No patient involvement or complications were reported as a result of this event.